Event description:
A report was received stating that the device was found leaking at the inflation line after 17 days in situ. The tracheostomy tube was replaced, emergently. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation, once it is completed.